Event description:
The customer reported that the insulin gauge on their pump displayed a different amount than expected. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by running a 14-unit bolus through the tubing, which did not resolve the problem. This led to further insulin being run through the fill tubing until so much insulin was wasted that the customer had to change the cartridge. Changing the cartridge ultimately resolved the issue. Technical support instructed the customer to call back for troubleshooting if they encountered another active fill estimate issue, and the customer acknowledged this advice.